Event description:
It was reported by a nurse that a high impedance error registered for the patient's vns device. The vns was disabled as a result, and at this time no adverse events have been reported related to the high impedance. X-ray images with ap and lateral views of the chest were taken and reviewed. The generator was placed in the upper left chest, and the connector pin appeared to be fully inserted inside the connector block. The feedthrough wires appear to be intact. The integrity of the lead wire at the connector pin could not be assessed due to poor image quality at this location. Examining the remainder of the lead, present in the patient's chest and neck, there were no apparent sharp angles or gross fractures observed in the visible portions of the leads in the ap and lateral chest views. The presence of a microfracture/discontinuity cannot be ruled out in the portions of the lead that are not visible. No known surgical intervention has occurred to date. No other relevant information has been received to date.